Event description:
It was reported by the user facility that the device was heating up during test. There was no patient involvement reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results

Event description:
It was reported by the user facility that the device was heating up during test. There was no patient involvement reported with this event.